Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A remote alert indicating that the hostpc cannot communicate with the flexvision pc within 105 seconds. However, field service engineer (fse) upon onsite visit could not confirm the problem related to flexvision. The system was working as expected. A review of the system's service history confirmed that there were no similar incidents occurred after this event. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.